Event description:
It was reported that the patient was hospitalized on (B)(6) 2009 for increase parkinson's disease symptomatology, with increased bradykinesia and rigidity. The patient was reprogrammed and their medication was adjusted. The patient recovered on (B)(6) 2009.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension; product ID 3389-28, lot # b0905597k, product type lead; product ID 3389-28, lot # b0905593k, product type lead.